Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc2352500; model: sc-2352-50; serial:(B)(6); batch: 7072371. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI; upn: m365sc12000; model: sc-1200; serial: (B)(6); batch: 373696.

Event description:
It was reported that the patients lead had migrated. The patient underwent a lead and battery replacement procedure. The patient was doing well postoperatively. The explanted device will not be return.